Event description:
It was reported that the programmer's screen froze up when left on with the implantable device information loaded, and that the device was unable to program with the pen or the radiofrequency programmer head. The power was turned off and then back on and the information was retained. The programmer had been on for 20-30 minutes prior to the occurrence and it occurred three times in a row. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen froze up when left on with the implantable device information loaded, and that the device was unable to program with the pen or the radiofrequency programmer head. The power was turned off and then back on and the information was retained. The programmer had been on for 20-30 minutes prior to the occurrence and it occurred three times in a row. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer's screen froze up and determined that the programmer had an error after being left on for over half an hour with the implantable software loaded, and therefore the hard drive was reconfigured and the software reloaded. Concomitant product: product ID 229047 software analyzer. (B)(4).